Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure while attempting to implant the right ventricular leadless pacemaker (vlp) anatomical challenges caused a delay, contrast was taken through the device and a pericardial effusion was observed causing the patients¿ blood pressure to drop significantly. A pericardiocentesis was performed and the procedure was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. As received, analysis of the helix was performed and found to be within specifications. Electrical and mechanical analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.